Event description:
Customer reported that insulin was pooling at the insertion site. Customer reported that the insulin was not leaking from the tubing, rather was leaking out of his body. Customer also reported that the cannula was not bent. Customer stated that the adhesive tape was wet from insulin leaking. Blood glucose level was 292 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.